Manufacturer narrative:
Device had a cracked and bleeding lcd glass, scratched display window, cracked reservoir tube lip and cracked battery tube threads. Unable to test for blank display due to cracked and bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the device had a broken lcd screen. Customer's blood glucose was 166 mg/dl. There was a deep crack on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.